Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One photograph of a 5.0 fr microintroducer was returned for evaluation. An initial visual observation of the photograph showed the distal end of the microintroducer sheath was buckled in multiple locations and the distal tip was observed to be damaged. The dilator within the microintroducer sheath was observed to be bent. Use residue was observed on the sample in the returned photograph. While the exact cause of the damaged microintroducer sheath is unknown, possible contributing factors include insertion angle, excessive insertion force, and inadequate skin nick.

Event description:
It was reported that irreversible wrinkles occurred with the introducer when in use. It was reported this occurred with two devices. This report addresses the first device.

Event description:
It was reported that irreversible wrinkles occurred with the introducer when in use. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx0146 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.